Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead during device check. The lead was reprogrammed and remained in use. It was then further reported that the patient felt "symptomatic" due to lower than usual pulse rate. Possible intermittent loss of capture on the rv lead was noted on an electronic transmission. Further follow up with the patient is in progress and the lead will be reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.